Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 25oct18. (B)(4). The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was unable to duplicate the error. It was reported that the filter was slightly dirty and the fan rpm was 4200. The fse advised the customer to change the air intake filter, clean the fan filter and if necessary, the customer was advised to change blower. The customer acknowledged and said the case can be closed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the device logged an error code #1122 (blower temperature high). There was no patient involvement. The event date was not specified; estimate used.